Event description:
It was reported that a patient was implanted with a mandible plate (part/lot number: unknown/unknown) and screws (part/lot number: unknown/unknown) on unknown date approximately 2 years ago, by an unknown surgeon, for a self-inflicted gunshot wound. It was reported that on an unknown date, the patient presented to the surgeon; an examination showed infection, and skin dehiscence from the plate, and subsequent scan showed there was bone resorption. It was also reported that the patient was placed on antibiotics, and then was returned to the operating room for hardware removal. Moreover, it was reported that the patient was revised to synthes mandible external fixator (ex-fix) construct. The patient status following the surgery was reportedly good. It was reported that the patient may have a possible secondary reconstruction and bone graft at a future unspecified date. According to the reporter, the explanted product was discarded by the hospital, and will not be returned for evaluation. Per the reporter, no further information is or will be made available. This report is for 1 unknown plate. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for 1 unknown plate. Patient was implanted with a mandible plate (part/lot number: unknown/unknown) on unknown date approximately 2 years ago. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.